Event description:
The fenestrated bipolar forceps instrument was an incidental return included with a related complaint. No allegation was made against this product. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this report and the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed.